Event description:
A n-395 had been returned on 12/18/2007 with a report of inaccurate readings. During service eval of the n-395 on 01/31/2008, the covidien service center in another country determined that the unit had a different problem of a defective speaker. No pt harm had been reported.

Manufacturer narrative:
The speaker was identified and replaced by the service center, and the n-395 is fully functional.